Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: when the surgeon fired the first staple row to make the pouch on the stomach, only a few staples of the magazine came out. To solve the situation, he made a "wedge resection" of the incomplete staple line. It took 20 min in extra time and 3 extra magazines of the endo gia xl.